Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The hypotube and shaft were examined. The mid-shaft was separated 121.5cm from the hub. The separated end was stretched and jagged indicating that the separation was due to tensile overload. The distal end of the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 02-may-2018. It was reported that crossing difficulties were encountered. The 90% stenosed, 10x4.5mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 4.5mm x 8mm quantum¿ maverick¿ balloon catheter was advanced; however, the device was not able to cross the target lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed the shaft detached/separated.